Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. A stylet could not be fully inserted into the lead due to the inner coil being over-torqued at the connector region. The cause of stylet failure to advance was due to over-torque inner coil. Visual inspection of the lead body did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of stylet failure to advance was confirmed.

Manufacturer narrative:
Source: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the stylet was unable to advance through the right ventricular lead. The lead was replaced to resolve the event and the patient was in stable condition.